Manufacturer narrative:
Final analysis found burnt marks on circuit board and circuit chip. It was noted that the damaged was due to high current flow which is consistent with the field complaint.

Event description:
It was reported that the patient's transmitter did not power on following a bad storm. Metal prongs were connected, disconnected and reconnected to different outlets with no success. No damage to the green contact strips was visible. Transmitter was replaced.